Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) packaging a long black hair was noticed on the balloon. The customer was unsure if the hair was on the balloon prior to opening the package. It was noted that on one in the cvor (cardiovascular operating room) had long black hair. The iab was discarded and a new iab was used. The product was not used on the patient, therefore there was also no reported patient injury.